Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, when the hydratome was advanced in the rx locking device biopsy cap, the sponge detached and was lodged in the scope channel and devices could no longer pass. A water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. Attempts to remove the sponge from the scope channel was unsuccessful and ultimately sent the scope for repair. The procedure was completed using another endoscope. There were no patient complications reported as a result of this event.